Event description:
Follow-up with the funeral home showed that the device was not explanted from the patient prior to burial.

Event description:
Per the death follow-up form returned from the physician, the patient experienced an average of 24 seizure per month: 4 secondary generalized seizures, 12 complex partial seizures, and 8 of another type. Settings from (B)(6) 2009 were also provided.

Event description:
Additional information was received from the neurologist stating that the vns patient never obtained efficacy for significant seizure reduction after implantation and did not respond to vns therapy.

Event description:
The patient's last known treating physician indicated that the patient was last seen (B)(6) 2009-2010. The physician indicated that the cause of death is unknown. The physician reported that the patient experienced no change in seizures with vns therapy. The physician noted that the patient was compliant with AED. The (B)(6) indicated that device manufacturers are not eligible to obtain death certificates with the cause of death.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was potential sudep, epilepsy, unspecified; drowning and nonfatal submersion; unspecified. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of not sudep.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR omitted device seizure information provided by the physician. This report is being submitted to correct this information. Relevant tests/laboratory data, including dates, corrected data: previously submitted MDR omitted device settings provided by the physician. This report is being submitted to correct this information.

Event description:
It was reported that the patient experienced a seizure in the shower and died over a year ago. The cause of death was unknown at the time of report. The online obituary listed the date of death as (B)(6) 2012. Attempts to obtain additional information have been unsuccessful to date.